Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01480. 0001825034-2023-01617. G2: italy. It was reported that the instruments fractured in three separate cases. To properly reflect these updates the following items have been reported under these report numbers: cat #: 110003450 / lot #: 445180 / report #: 0001825034-2023-01480. Cat #: 110003450 / lot #: 726560 / report #: 0001825034-2023-01617. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure, the inserter broke upon impaction. A new instrument was opened and used to complete the procedure. Attempts have been made and no further information is available.

Event description:
It was reported that during the procedure, the inserter broke upon impaction and was unable to be removed from the cup. A new instrument was opened and used to complete the procedure.there was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02254. Visual examination of the provided pictures identified a shell still attached at the end. It cannot be confirmed if this device also has broken threads. This complaint was confirmed based on the provided pictures. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the inserter and the shell have been assembled and cannot be separated. The inserter has impact marks on the strike plate and near the threaded tip. There is debris near the junction location. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.